Event description:
Healthcare professional reported via National Breast Implant Registry of the left side device: "Suspected/Actual Rupture/Deflation." The device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.